Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 313mg/dl. The customer stated that the insulin pump alarmed no delivery multiple times. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Perform a high-pressure test and passed. The basal rates, bolus history, and daily totals were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.